Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device failed because the patient did not adequately maintain charge of the ins. The patient reported several years of effective pain relief when charging maintenance was maintained by the patient. The hcp attempted to charge and awaken the ins however, they were unsuccessful, patient was unable to charge the ins. It was noted that replacement of the ins would be the only option for resolution of the issues. The device remained implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called to inquire about magnetic resonance imaging (MRI) scanning eligibility. Caller reported patient's implantable neurostimulator "hasn't worked for multiple years." When caller looked further into a previous clinic note, the note said the device hadn't been charged for 2-3 years. Caller said patient moved and left their equipment behind. Caller also said the clinic note mentioned planning to replace the system. Caller said the area the MRI patient needed was at their midsection and this needed to be done urgently. Agent reviewed MRI scanning guidelines with caller and answered all questions to their satisfaction.